Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply (B)(4). The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it was reported that an eddy irrigation tip broke. The dentist noted that she has experienced a large number of eddy tips breaking (exact number unknown, dentist guessed around 56) after unpacking and first use. The event outcome is unknown and the customer cannot give further information.